Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient encountered an elective replacement indicator (eri) message on the left ins. It was also reported that the deep brain stimulation (dbs) was causing weakness in the patient¿s left side, which started about two weeks prior to this report. The patient had an appointment with their neurologist on the day of this report, and an appointment with their managing healthcare professional (hcp) two days after this report. No further complications were reported. Additional information was received from a manufacturing representative. It was reported that the patient¿s right ins was replaced because it was at the end of service (eos) indicator due to early depletion. It was earlier reported that the left ins was at the elective replacement indicator, so it is not clear which ins is at eos. The (B)(6) 2017 battery measurement was 2.82 v 3.5v, 120hz, 160us and 970 ohms as the settings - longevity 2.45 years for the elective replacement indicator and 2.7 eos. It was reported that the patient had a short between contact 1<(>&<)>3, and is programmed at 0<(>&<)>1.